Event description:
Spontaneous communication from patient's wife who reported that prescriber injected/administered the wrong medication. Pharmacy shipped supartz fx to prescriber's office for administration but patient was administered genvisc instead. No additional information available. Indication: unilateral primary osteoarthritis, left knee. Frequency: once weekly for 3 weeks. Bioventus. Reported to (B)(6) by pt/caregiver.